Event description:
It was reported that the device leaked saline. The target lesion was located below the knee. A 1.25mm burr-advancer pi rotapro was selected for atherectomy. During draw checking, it was noticed that the platform speed was not adequate despite enough compressed air going to console. Also, saline was coming out of an obviously damaged section of the distal part of the catheter shaft near the advancer so the device was not used. The procedure was completed with a different device. No complications were reported. However, device analysis revealed that the sheath was torn at the burr housing strain relief.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that the sheath was torn at the burr housing strain relief. After the rotapro advancer was connected to fluid infusion and fluid was infused through the device, a fluid leak was noted from the damaged portion of the sheath. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run due to the damaged sheath.